Event description:
Drug/diluent: unknown, fill volume: unknown, flow rate: 5 ml/hr, procedure: unknown, cathplace: unknown. An I-flow sales representative was at a hospital to support a surgery. An on-q pump was used, and it was connected to the patient in the pacu unit. When the sales representative went to check in with the nurse to verify everything was connected correctly, it was noticed that the pump was connected to the patient's IV line. There were no adverse event or effects caused to the patient. The incident was documented and reported within the hospital as well.

Manufacturer narrative:
Method: the device will not be returned to I-flow as a malfunction was not reported, and an adverse event did not occur. Conclusions: at this time, this complaint is being further investigated and a follow-up report will be submitted when I-flow has completed its investigation. Information from this incident will be included in our product complaint and MDR trend reporting system. Additional investigation may arise from ongoing analysis, trend information, or other analysis as appropriate.